Manufacturer narrative:
Correction: d10, h3; the device was not accessible for evaluation h3 other text : product not accessible for evaluation.

Event description:
The user facility reported that the device overheated during procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.